Event description:
A caller reported a malfunction on the pump, indicated by malfunction code 5. There was no adverse impact to the customer's blood glucose level. The customer was advised to use mdi as backup therapy and a replacement pump was sent by cts. Cts provided instructions on storage mode and the process for returning the problematic pump to tandem.